Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) device, which was implanted on may 26, 2005 is exhibiting an middle-of-life (mol)2 battery status indicator at 2.6 volts. In response to a recent safety communication that was issued on may 12, 2006 for this device model, the physician has elected to electively explant the device.